Event description:
Underdelivery reported: the pump was taken out of clinical svc for the semi-annual preventative maintenance testing procedure. There were no reported pt events while the device was in clinical svc prior to the testing. Though requested there was no add'l info available.